Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged pink plasma and possible hemolysis on the automated blood cell separator during the during the second draw cycle. Pink plasma was noted in the first cycle and cells were returned to the donor. No cells were returned to the donor after the second draw. No donor injury or reaction reported. No operator injury reported. The device was evaluated on (B)(4) 2011 by a haemonetics field service engineer and found to meet performance specs. No disposable samples were available for eval. No non-conformities found in the review of historical records for the disposables. The solutions used during the procedure were not made by or for haemonetics. Hemolysis was not confirmed by the customer. No blood sample was available for analysis. The operator made their determination of hemolysis based on experience. The return of hemolyzed cells is dependent on an operator's awareness of the issue and terminating the procedure prior to returning cells. The impact of hemolyzed cells on a healthy donor could range from no symptoms to acute. No injury was reported by the center. As the procedure was terminated, the donor experienced a red cell loss. As the donor passed the health criteria to donate, there is a very low risk of anemia requiring medical intervention. This condition would not be considered potentially serious.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged pink plasma and possible hemolysis on the automated blood cell separator during the during the second draw cycle. Pink plasma was noted in the first cycle and cells were returned to the donor. No cells were returned to the donor after the second draw. No donor injury or reaction reported. No operator injury reported.